Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in (B)(6), it was indicated that the pt was experiencing a change in seizure pattern, but it was unclear when the event first started. The pt was now experiencing partial seizures without secondary generalization, which was not initially reported. The pt was no longer experiencing atypical absence seizures or atonic seizures. It is undetermined if the event is related to the vns therapy based on the information available at this time. Good faith attempts to obtain additional information are currently underway.